Event description:
The implant failed due to bone condition. The implant was placed at #36 and removed after 1 month. Traditional 2 stage surgery, bone graft material was used, moderate oral hygiene, moderate bone condition, pt have a bruxism habit.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.